Event description:
The field engineer reported that the system was continuing to perform fluoroscopic x-ray 1/2 second past the termination of the exposure intermittently in pulsed cine mode. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as the issue is still under investigation. This malfunction may have resulted in a possible accidental radiation occurrence.